Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-02189. It was reported the patient's permanent implant procedure on (B)(6) 2017 was abandoned as the leads could not be placed in the desired location due to anatomical restrictions. In addition, the patient was moving during the procedure.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-02189. Follow-up identified the patient has since undergone a successful implant procedure with effective stimulation.